Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was to be used during a subglottic stenosis dilation procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during unpacking of the device, it was found that the needle of the gauge was upside down and could move freely around the dial. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was to be used during a subglottic stenosis dilation procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during unpacking of the device, it was found that the needle of the gauge was upside down and could move freely around the dial. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was originally reported in the initial MDR due on (B)(6), 2010 'the needle of the gauge was upside down and could move freely around the dial', and therefore it was thought the gauge needle was attached but reading inaccurately. On (B)(6), 2011 clarification of the event description was received; the account confirmed the initial report, 'the needle of the gauge was upside down and could move freely around the dial', meant the needle was found completely detached from the gauge upon removal of the device from the packaging. According to the account, during the event on (B)(6), 2010 the needle was never attached to the gauge, therefore this device could not be used. Based on this information, this is now not an MDR reportable event. Visual examination of the returned complaint device revealed the needle of the gauge was completely detached and contained within the gauge. No other issues were noted. Functional testing could not be performed due to the damaged gauge. Based on the condition of the returned incident device, the event description that the needle had detached was confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.